Event description:
The customer reported that the unit showed an "ECG fault fe failure" error message.

Manufacturer narrative:
The customer reported that the unit showed an "ECG fault fe failure" error message. The unit was evaluated at the philips andover bench repair and the failure was verified. A chip (ic u308) on the control pca not fully inserted into socket. Reinserting the chip on the control pca resolved this issue. We will consider this a failure of the control pca.